Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer's device locked up during a patient event. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.